Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The used returned sample was visually inspected and surgical residue was found in the fluid line, evidence the sample was likely reused. Additionally, the administration and probe manifolds were not returned by the customer. A crack was found on the yellow stopcock luer connector to the infusion line. Replacing the missing manifolds with those from lab stock the sample was tested on a console and leakage from the yellow stopcock was detected during priming. The cracked component was replaced with one from lab stock to continue testing. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. No backflow or leakage of fluid was observed in the liquid infusion line. Toggling the infusion and the fluid/air exchange modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. While a crack was observed on the yellow stopcock, it could not be determined when or where this fracture occurred; this observed defect would not result in backflow of irrigation. Additionally, evidence of reuse of the device was observed in the infusion line. No leakage or backflow was observed in the liquid infusion line during functional testing. With the available information and based on the condition of the returned sample, the root cause is unknown. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that irrigation back flowed into the aspiration tubing during a vitrectomy procedure. The procedure was completed without product replacement. There was no report of patient harm. Additional information and product sample were requested.